Event description:
Hcp reported the pt had a refill in 2003. The next day the pt experienced withdrawal symptoms. The pump was refilled with 18cc the following day. Telemetry on the pump was unsuccessful. The pump was then explanted about three and half months later and returned to the MFR for analysis. A follow up report will be sent when additional info is obtained.